Event description:
It was reported that during a laparoscopic appendectomy procedure; when attempting to remove specimen from the patient, the pouch ripped. A second device was opened and also ripped. A conmed anchor bag was used to complete the procedure successfully. No other issues. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. D4: batch # unk. User facility medwatchs #mw5115563 and mw5115564. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: "please provide more details: were all pouch components retrieved from the patient? Are all components of the torn pouch available to be returned with the rest of the devices? Were there any patient consequences? If yes, please describe. "Yes all items were collected, all items went to risk mang for evaluation, no pt harm. I do not have items at this time."" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.